Event description:
It was reported post a right internal carotid artery (rica) stenting procedure, the patient experienced an altered level of consciousness, minor facial paralysis, left sided weakness and aphasia with slurring of words. This was diagnosed as a transient ischemic attack and no treatment was provided. Additionally, post procedure, the patient experience hypotension and bradycardia treated with common medications. On 9/16/11, the neurological symptoms resolved; however, the patient developed atrial fibrillation which was treated with amiodarone and heparin and resolved the same day. On 9/18/11, the hypotension and bradycardia resolved and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of weakness, neurological deficit/dysfunction, transient ischemic attack (tia), hypotension and arrhythmia are listed in the rx acculink carotid stent system instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.